Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: "the product bag did not deploy correctly and there is a wire that seems to not be attached. The surgery was finished with the new cd001. Product is available for return." Additional information received from [name] rn via email on 17apr2024 did the bag not come out of the introducer tube and/or it was difficult to push the actuator forward? No. Did the bag not unroll when the actuator was fully deployed, and the bag was completely out of the introducer tube? No. Did the bag completely fall off the metal supports or did the bag partially slip down the supports? Yes. Intervention: the case was completed with the new one. Patient status: no patient injury,

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of specimen bag falling off the metal supports. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: "the product bag did not deploy correctly and there is a wire that seems to not be attached. The surgery was finished with the new cd001. Product is available for return." Additional information received from [name] rn via email on (B)(6) 2024 did the bag not come out of the introducer tube and/or it was difficult to push the actuator forward? No did the bag not unroll when the actuator was fully deployed, and the bag was completely out of the introducer tube? No did the bag completely fall off the metal supports or did the bag partially slip down the supports? Yes intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon completion of investigation.